Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported last night they were going to bed and noticed the stimulation was kind of high so they wanted to lower the strength of the stimulation. Patient said as they got into their bedroom, they laid down and the stimulation felt really strongand primarily in their legs. Patient stated the stimulation was set to 5.6 and they were not sure if they increased stimulation or not, but when they coughed they could feel increase in stimulation. The patient was redirected to healthcare provider to address issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.